Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd neoflon pro IV cannula leakage occurred during use. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: leakage during flusing and insertion occurred in nicu multiple times on different patients. While inserting the neoflon pro 26g cannula leakage of blood and while flushing leakage is there at the hub of the cannula & the tip of the cannula.

Event description:
It was reported while using bd neoflon pro IV cannula leakage occurred during use. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: leakage during flusing and insertion occurred in nicu multiple times on different patients. While inserting the neoflon pro 26g cannula leakage of blood and while flushing leakage is there at the hub of the cannula & the tip of the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 17-jun-2022 h6: investigation summary one photo, one video, and two contaminated samples of batch 1050582 were received. The returned photo shows a 26g sample with leakage observed at the catheter while the liquid was injected. The returned video also shows the sample with leakage while the liquid was injected. The returned samples were decontaminated and subjected to visual inspection and adapter leak testing. The first sample passed visual inspection and catheter adapter leak testing. The second sample failed the visual inspection and catheter adapter leak testing, catheter damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The assembly process includes feeding of the catheter tubing spool, 100% online outer diameter inspection of tubing, annealing of catheter before cutting to require tube length, and then flaring of the cut tube onto metal wedge. Based on the returned sample, the probable root cause for the leakage was due to damage on the catheter tubing.